Event description:
The customer stated that she received a blood glucose reading of 255 mg/dl using her breeze meter, and a reading around 70 mg/dl on a contour meter meter. The difference between the readings falls in the "d" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events due to the readings. The strips from the breeze meter are to be returned for evaluation, and replacement strips will be sent.